Event description:
Nurse reported hospitalization due to low blood glucose reading. The current blood glucose reading is 91 mg/dl. Customer has been low for two days. The blood glucose reading at the time of the event was 21 mg/dl. Nurse stated that the blood glucose went high to 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.